Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the his bundle right ventricular (rv) lead was explanted due to high his bundle thresholds, and a replacement lead was implanted into the left bundle branch area. At the time of implant, the replacement lead demonstrated appropriate sensing, electrograms, thresholds, and impedance. After the lead was tied down and connected to the generator, there was no sensing, capture, or signals on the electrogram. The pin was removed from the header and reinserted, but the issue persisted. The lead was then attached to an analyzer via pacing cables for testing, and the problem continued. The lead was removed, and a new lead was implanted without issues. No patient complications have been reported as a result of this event.